Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative informed that this device was not in use for more than one year and that the shut down occurred when the company representative was performing maintenance. The surgeon wanted to use this system as a back up. The devise was taken out of service, no further maintenance was performed and the customer was strictly advised to not use the device anymore. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The company service representative recommended that the system be decommissioned, and did not replace any parts. No further maintenance was performed and the customer was strictly advised not to use the device anymore. The system was manufactured on december 2, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).